Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The product was not returned for additional evaluation and the cause of infection could not be determined.

Event description:
It was reported that the patient presented in the hospital due to infection. It was noted that there was presence of lead vegetation on the right atrial (ra) lead. The pacemaker system was explanted due to infection. The patient's condition was stable.